Event description:
A physician reported to a pharmacist that a patient (age, gender unknown) experienced an irritation around a wound while using gelfoam (therapy dates, route of administration, dose not provided) for an unknown reason. On an unknown date the pt developed an irritation around the wound. Therapeutic measures taken as a result of the event included prednisone. On an unknown date the pt recovered from the event. It is unknown if the gelfoam is being continued.